Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a high blood glucose readings and no delivery alarm from the insulin pump. The patient's blood glucose of the time was almost 500 mg/dl. The customer stated he received multiple no delivery alarms over the last couple of weeks. The customer stated that he inserted a new battery and insulin lay down and the pump still alarmed no delivery. The customer stated that the rewind works but would not deliver insulin. The customer had to give 6 units for novolog injection for blood glucose of almost 500 mg/dl. The customer stated that the alarm was resolved by a complete set change. The customer did not want to return the set and reservoir for analysis.